Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/ lobectomy, pre- fire occurred and the reload could be fired, so a new product was used. Firing could advance comparatively, so pre-fire was considered not occurred at the time of connecting to the handle, but when attempting firing for a moment. There was no patient injury.